Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The filament drive board was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a charger failed error message at boot up. This prevented the system from booting up, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.